Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple procedure, stapler device broke but all pieces were intact and removed. No patient injury.